Event description:
It was reported that there was leaking from the base. No patient involvement was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with cracked enclosure and tank cover, faded line cord, worn plate clip, outdated pcb and power switch. The customer stated problem was duplicated. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The cause of the reported problem was traced to the user manipulation of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.